Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose and issues with the insulin pump. Customer's blood glucose level was 500 mg/dl and they had ketones. Customer believed they did not receive any insulin but when they changed out their infusion set things were better. However, customer experienced two severe low blood glucose levels and ran out of insulin. Customer followed up with their healthcare provider and they were able to change the settings on the insulin pump.